Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 04/06/2015, part #: 460.036, lot#: 7975976 (non-sterile) - ti sternal locking star plate-12 holes. Quantity 30. Lot was release to the warehouse on 04/06/2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in germany as follows: it was reported that plate broken postoperatively. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Product investigation summary: one titanium sternal locking star plate (part 460.036 / lot 7975976) was received with the complaint category of ¿broken: postoperatively.¿ the complaint condition is confirmed as the tab plate half shows a transverse break through the centerline of the release pin hole. All three components (12 hole- slot, 12 hole- tab, and emergency release pin) of the device were received. The root cause could not be definitively determined as there are various individual factors and combinations of factors that could cause the plate to be subject to forces beyond the yield strength of the material. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Further evaluation shows that this plate is intended for use in primary or secondary closure/repair of the sternum following sternotomy (or fracture of the sternum) to stabilize the sternum and promote fusion. This information is provided per the titanium sternal fixation system (tsfs) technique guide. The tab portion is retained with the slot component by the release pin. The plate halves each show small indents consistent with tool markings and slight bending of the plate. The fracture sites could not be examined as the surfaces show flattening consistent with pressure from the halves on each other after the break. The threaded holes were examined under 10x magnification and show worn threads consistent with use with a mating locking screw. The balance of the implant is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition. A review of the current design drawing for the top level assembly, the 12 hole-tab component, the 12 hole-slot component, and the emergency release pin was performed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on march 10, 2016. It was reported that the plate was explanted on (B)(6) 2016.